Event description:
Customer reportedly obtained results of 51mg/dl and 117mg/dl on the advantage system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No information reported to indicate where comparison performed.